Event description:
A customer reported a problem with their pump, which declared a cartridge change error, leading to a blood glucose level increase to 520 mg/dl. Technical support instructed the customer to check various components of the pump, but the customer declined further troubleshooting after trying six new cartridges and requested a replacement pump instead. The customer used a correction injection to address the high blood glucose and decided on an alternate insulin therapy method while waiting for the replacement pump, which was sent by technical support. The customer was advised on steps to return the problematic pump and acknowledged the instructions provided.